Event description:
(B)(6) pt with chronic kidney disease; s/p rejected transplant at (B)(6) hospital pediatric dialysis unit for treatment. Approx one hr into treatment, pt experienced nausea, vomiting, feeling faint, hypotension. Physician was called to bedside and pt required o2 and bolus of normal saline, blood sent to lab for cbc chem and culture. Nurse noted diasafe filter on back of gambo phoenix model dialysis machine leaking large amount of fluid onto the floor. The machine was not returning enough fluid to the pt. Following interventions, pt improved, alert, returned to baseline. Pt completed treatment on another dialysis machine. Pt had lost (B)(6) of body weight in one hour during the incident. Pt discharged home for the day. Biomed department called to unit and found a crack in the filter and changed the filter. The filter is designed to be replaced after 200 treatments. The filter had been used on 180 treatments. Biomed replaced the filter, primed and disinfected the machine and the simulated a pt treatment. No further problems were noted and the machine pulled the correct amount of fluid. Biomed reset the limit number of use of the filter. Gambro rep called to investigate the incident and met with biomed, (B)(4).